Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had missing segments and a blank horizontal line on the display due to a cracked zebra connector. The insulin pump had ink spots on the glass. No functional testing could be performed due to the bleeding display glass. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
Customer's father reported that the insulin pump had a black line across the display. Caller also reported that there was a black spot on the display. Caller reported that the customer had been experiencing high blood glucose levels. Most recent blood glucose level at the time of the call was 190 mg/dl. No further information was provided.